Event description:
The customer found that the left monitor was not operational. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the monitor and adjusted the gray scale. The system operates as intended.